Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient was in sinus rhythm during the procedure. The patient was administered 10000 units of heparin, and patient's activated clot time (act) level was 290 seconds. The left atrial pressure was 15mmhg. The location of the transseptal puncture was inferior and posterior. During implant, the device was partially recaptured twice to achieve a better position before it was implanted. During post procedure assessment prior to leaving the cath lab, it was noted that the patient had become hemodynamically unstable with hypotension and had a 4mm pericardial effusion localized near the left atrial appendage. A pericardiocentesis was performed, and the patient's hemodynamics improved. The patient was transported into intensive care. The patient was stable and discharged on (B)(6) 2024.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided procedural imaging was reviewed by an abbott representative. The investigation could not be determined the cause for the reported implant related to tissue damage associated with pericardial effusion. The reported patient effects of low blood pressure/hypotension could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.